Manufacturer narrative:
The customer returned the suspected contour plus one meters. The customer also returned the test strips, however, the lot # on the vial of the test strips was unreadable, therefore, it could not be confirmed as the suspected lot. An in-house testing was performed using the returned meters with returned test strips as well as in-house contour plus test strips with the in-house contour plus control solution. All readings were within acceptable ranges. No errors were displayed in the customer service mode for either of the meters. Port parameters were also checked for both meters, and one of the meters had one of the port parameters above the limits, which was indicative of contaminated port. The patient/family was the initial reporter, so personal information was not entered. Age and weight were left blank as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he performed comparison of blood glucose tests between his contour plus one meter and his friend's meter (unknown brand) and obtained a difference of 70 mg/dl. He also performed comparison of blood glucose tests between his second contour plus one meter and his friend's meter and obtained a difference of 30 mg/dl. The comparisons were performed within 10 minutes. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
Additional in-house testing was performed using the in-house contour plus one meter with in-house contour plus test strips from lot # 9bqhc05a, which gave satisfactory performance.